Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user-installed tip accessory. The broken piece was not returned and measures approximately 1.50mm x 2.15mm in size. The instrument was found to have one of the conductor wires electrical contacts broken. The broken piece measures approximately 0.75mm x 2.35mm in size. The broken piece was not returned.

Event description:
It was reported that during central processing, the monopolar cautery instrument had frayed wires. No known impact or patient consequence was reported.